Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control high was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the test strips and control solution involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following finding: the test strips were found to have failed for control solution high. The control solution passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.